Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this lead was unable to be successfully implanted due placement difficulties, high thresholds and low amplitude measurements. No adverse patient effects were reported.

Event description:
It was reported that this lead was unable to be successfully implanted due placement difficulties, high thresholds and low amplitude measurements. Device was successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
Device was returned and analyzed. Analysis returned no evidence of product malfunction.